Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in patient with a bicuspid aortic valve. The final non-coronary cusp implant depth was 3mm and a final left coronary cusp implant depth of 4mm. There was mild perivalvular leakage noted post procedure, but not intervention was performed. The patient was discharged, but a week later was hospitalized due to decompensation. A transthoracic echocardiogram was performed and revealed aortic regurgitation, functional mitral regurgitation, and a normal ejection fraction. The patient returned home after a few days. On (B)(6) 2025, the decision was made perform a dilatation using a 28mm non-abbott device. An angiogram was performed a revealed satisfying results of trace perivalvular leak. A transesophageal echocardiogram was performed and revealed a 4mm leak between the non-coronary and left coronary cusp. The was hospitalized at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), off-label use, heart failure, and aortic regurgitation was reported. The serial number was not provided. Therefore, a review of the device history record could not be performed. Based on all available information, the reported heart failure and aortic regurgitation appear to be cascading events of the pvl. A cause for the reported pvl could not be conclusively determined. The reported off-label use is related to the decision to implant the valve in a patient with a bicuspid anatomy. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. It should be noted that the navitor¿ transcatheter aortic valve implantation system instructions for use (IFU) states ¿the valve is contraindicated for patients with: -any leaflet configuration other than tricuspid¿. In this case, the patient had a bicuspid anatomy. This deviation from the IFU did not appear to cause or contribute to any issues. Therefore, a letter will not be sent to address the deviations.